Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0m08u, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information was received from the consumer that reported the patient had deep brain stimulator (dbs) side effects post-last programming session in which the voltage was increased to 0.1v. They needed assistance in turning the dbs off with the patient programmer (pp). The patient was going to be seen in office the day after report. The side effect was left eye drooping and incontinence. The side effects were noted to be related to the dbs. The patient was implanted for parkinson's dual and movement disorders. Additional information received 12 days later from the health care professional (hcp) reported the device worked properly and diagnostics were ok. The patient's wife had turned it off. The patient was currently in the hospital with a urinary tract infection (uti). The doctor had not seen the left eye droop.